Event description:
It was reported that a patient presented with migration of their implantable cardioverter defibrillator (ICD) resulting in discomfort. The physician elected to explant and replace the ICD. The patient was stable before and after the procedure.